Manufacturer narrative:
The sample was collected in edta vacutainer tube and placed on the rocker-bed for five minutes before sampling. Qc is run once a day and the data obtained before the event was within specification. A bci field service engineer (fse) verified unit is operating accordingly. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low rbc result generated on the coulter act differential 2 analyzer. The erroneous result was reported out of the laboratory. The sample was rerun on another unit and higher result was obtained. Patient treatment was not impacted by this event.